Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse reprogramed the tower to resolve the issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a software coding issue which resulted in the system reverting to a non-clinical (golden) image.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) called from offsite on a call with the customer to report that errors were occurring between procedures. The customer advised the technical support engineer (tse) that there were no power outages or interruptions. The tse reviewed the system logs and identified repeated non-recoverable errors, along with error 311, indicating the master supervisory controller (msc) (tower common compute controller, ccc) had reverted to a non-clinical golden image software version. The customer elected to abort the procedure with no patient involvement and possibly perform the procedure laparoscopically. The procedure was aborted with no reported injury.